Manufacturer narrative:
Concomitant medical products: 50 ml pfizer bag ndc 0206-8861-01, zosyn (piperacillin and tazobactam injection); 50 ml baxter bag, ndc 0338-0049-41, lot p354720, exp sep 2017, 0.9% nacl injection, therapy date: (B)(6) 2016. The customer¿s report of a check valve failure was not confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was inspected under magnification and noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no back flow into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Event description:
The zosyn bag was 3.375 g/50 ml.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a backflow of zosyn into primary bag. There is no report of patient harm.